Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The battery out limit alarm could not be verified due to button error alarm. The device was also received with lcd bleeding, scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call that the insulin pump had a display anomaly. It was stated that the screen was black. Troubleshooting was not able to resolve the display anomaly. It was also reported that the down button was not responding. Troubleshooting was done and it was stated that the insulin pump alarmed battery out limit after reinserting the battery and the all buttons were responding. Button error alarm was found in the history . The blood glucose at the time of the incident was 244 mg/dl. The device was returned for analysis.